Manufacturer narrative:
On (B)(6) 2017; was used as the date of the event. No specific date of event was provided by reporter. No samples were available to 3m for evaluation. Customer reported samples were sent to carefusion because they thought the issue was related to the needleless connectors.

Event description:
Customer reported curos jet caps were placed on the needleless connectors of their IV tubing. The curos jet caps were removed to connect IV fluids/medication. Two patients reportedly experienced leaking from the needleless connectors when the IV fluids/medication were infusing or being disconnected. Customer reported only a minimal amount of medication was lost and no patient harm occurred.